Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Prior to calling tandem technical support (cts), the customer and a diabetes specialist performed a system check that pointed to the site as a possible cause of the alarm. Cts was unable to confirm this as the customer had changed cannula. The customer's blood glucose level was 104 mg/dl.